Manufacturer narrative:
(B)(6).

Event description:
It was reported that the catheter was not visible under fluoroscopy. Tha target lesion area was located in the coronary artery. A 6f guidezilla ii catheter-guide extension was selected for use in a percutaneous coronary intervention. During the procedure, it was noted that the catheter could not be seen under fluoroscopy and could not be positioned. The device was simply removed and intact. The procedure was completed with another of same device. There were no complications reported and the patient was stable.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Analysis of the tip, distal shaft, collar and hypotube included microscopic and visual inspection. Inspection revealed tip damage (flattened) with distal shaft damage (flattened) for a length of 13mm. Inspection found no other damage or defect with the device, and both markerbands were in the expected positions. The reported imaging issue could not be confirmed as clinical circumstances could not be replicated.

Event description:
It was reported that the catheter is not visible under fluoroscopy. Tha target lesion area was located in the coronary artery. A guidezilla ii catheter-guide extension was selected for use in percutaneous coronary intervention procedure. During the procedure, it was noted that the catheter could not show the image and could not be positioned. The device was simply removed from the patient still intact and the procedure was completed with another of same device. There were no complications reported and the patient is stable.